Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the spinal cord stimulator (scs) was not helping the patient. The patient underwent an explant procedure. No further information has been obtained.